Manufacturer narrative:
Date of even is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The ipg was explanted and replaced. Therapy was successfully restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient's ipg explanted and replaced, which resolved the issue.